Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and was found in good condition. Per the event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter sensor functionality was tested on the carto system. The catheter was recognized by carto 3 system with no error messages and proper visualization. The force feature was evaluated and passed. An irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smart touch bidirectional catheter, model # d-1327-05-s, lot # 17488597m. Lasso nav eco catheter. St. Jude medical brk-1 transseptal needle. St. Jude medical sl1 sheath. (B)(4) are related to the same incident. Spi value is unknown. Smarttouch catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu, post-perforation. The carto 3 system did not indicate to re-zero the catheter. With the exception of the high temperature issue with smarttouch # 1, there were no error messages observed on bwi equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Event description:
It was reported that a male patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After fast anatomical mapping (fam) of the left atrium, abnormally high blood pool temperatures (46-47 degrees celsius) displayed on the generator. Cables were replaced without resolution. Smarttouch catheter was replaced and the issue was resolved. In order to avoid an eeprom error, the staff had the cable unplugged. The physician was under the impression that it was plugged into the piu and expected to visualize the catheter advancing into the left atrium. When the staff plugged the cable into the piu and the new catheter loaded, the catheter was outside of the fam shell and in the area of the left atrial appendage (laa). After ablating the left common pulmonary vein, the patient became hypotensive and tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 800cc. Patient was reported to be in stable condition in the coronary care unit. Patient required extended hospitalization as a result of this adverse event. There were no factors cited that may have contributed to the adverse event. Transseptal puncture was performed with a st. Jude medical brk-1 needle. Sheath used was a st. Jude medical sl1. Generator parameters and ablation times were not provided, as the adverse event was reportedly not related to ablation. Irrigated catheter flow was not reported. Patient received anticoagulant during the procedure with activated clotting times maintained between 300-350 seconds.

Manufacturer narrative:
The UDI submitted in the initial 3500a, reported 8/31/2016, was incorrect. The correct UDI is: (B)(4). On 9/12/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).